Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
While the coil (637cs1230, complaint product) was advanced in the microcatheter (transit 2, detail unknown), the coil was stuck in the microcatheter. After several attempts, the coil became stretched and could not be used. All the system was removed from the patient. The coil of same size was used with other microcatheter (lpes, detail unknown) and the coil could be advanced in the microcatheter without any problem. The procedure was completed successfully without any patient injury. Neither the microcatheter nor delivery system were damage. The microcatheter will not be returned for analysis. A constant and dedicated saline source was utilized at all times through the microcatheter. Other than the reported event, no other damages were noticed with the devices, and the coil was still attached to the delivery system. No further information was available. The procedure was coil embolization for internal iliac artery (prior to stent grafting) and the vessel was not calcified and not tortuous.

Manufacturer narrative:
During an internal iliac artery coil embolization prior to stent grafting the 12x30 trufill dcs orbit complex standard coil became stuck in the unknown rapid transit microcatheter. There is no information regarding at what point in the microcatheter the orbit system became stuck. After several attempts the coil became stretched and could not be used. The entire system was removed from the patient. The coil was still attached to the delivery system. A same sized coil was used and advanced through a prowler select lpes microcatheter without any problems. The procedure was completed successfully without any patient injury. The vessel was not calcified or tortuous. There was no damage on the microcatheter or delivery system. A constant and dedicated flush was maintained through the microcatheter at all times. It is not known if other coils had been placed through the microcatheter prior to the event. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was not provided for evaluation. Several kinks were in the hypotube as well in the support coil. The gripper presented no damages. The introducer was properly unzipped and it presented some waves. No other anomalies were noted in the device. The od from the delivery tube was measured and was found within specification. The gripper was inspected under microscope and no anomalies were noted. Although the embolic coil was not provided, the functional test was performed with insertion of the received product inside of a cordis lab sample prowler select lp microcatheter. Resistance was experienced due to the several kinks noted in the hypotube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15042165 revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. The reported stretched coil could not be evaluated since the coil was not received. Based on the report that after removal the coil was still attached to the delivery system, it is concluded that coil detached post procedural use, likely due to handling. With functional testing of the returned delivery system, the resistance encountered was due to the kinked condition of the hypotube. However, it was reported that there were no other damages to the device during use. In addition inspections are in place to prevent these types of damages from leaving the facility. Procedural factors and device interaction may have contributed to the resistance of the orbit system during advancement through the microcatheter which then contributed to the stretching of the coil. The rapid transit microcatheter was not returned for analysis. Based on the available information and the analysis of the returned device no conclusion can be made. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Embolic coil was not provided for evaluation. Several kinks were in the hypotube as well in the support coil. Gripper presented no damages. Introducer was properly unzipped and it presented some waves. No other anomalies were noted in the device. The od from the delivery tube was measured and was found within specification. Gripper was inspected under microscope and no anomalies were noted. Even the embolic coil was not provided the functional test was performed, inserting the received product inside of a microcatheter prowler select lp, cordis lab sample resistance was experienced due to the several kinks noted in the hypotube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15042165 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as 'coil stretched' could not be evaluated due to the embolic coil was not provided for evaluation. Second reported failure by the customer as 'device impeded in microcatheter' was confirmed during the functional test. The cause of the failure was the several kinks noted in the hypotube. The cause of the kinks in the hypotube as well the kinks in the support coil appears to be impacted by procedural or handling factors, due to per (B)(4) investigation the customer state that 'the microcatheter or delivery systems were not damage.' In addition inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days upon receipt.